Event description:
It was reported that the implantable cardioverter defibrillator exhibited capacitor charge time limit. Unable to reform capacitor. The implantable cardioverter defibrillator was explanted and replaced.

Manufacturer narrative:
The reported field event of charge time out was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The charge time out was due to an anomalous high voltage capacitor resulting from a manufacturing anomaly. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal.

Event description:
New information notes that the patient was stable before and after the procedure.